Event description:
It was reported that the ilet device experienced repeated firmware update failures, with the progress percentage fluctuating before displaying ¿update failed,¿ and the user also noted a persistent ¿system update failed, try again¿ alert; the issue occurred despite attempts on multiple phones and standard troubleshooting, and it involved the device¿s computer software with a program execution failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed a software problem associated with the device¿s computer software, consistent with a program or algorithm execution failure. It was concluded, based on previously established findings for similar reports, that the cause was the device software.

Manufacturer narrative:
Initial.